Manufacturer narrative:
The manufacturer previously reported that a patient was using a ventilator which allegedly caused them to vomit. No medical intervention has been reported. The device was returned to the manufacturer for evaluation. The device's event log was reviewed, which found that the device was not in use on the date of the alleged incident. The event log review showed it was powered off on 9/5/2023 and was not powered on again until 10/24/2023. In addition, the device was visually inspected and functionally tested. No issues were found. The device was found to operate as intended and as designed without issue.

Manufacturer narrative:
The manufacturer previously reported that a patient was using a ventilator which allegedly caused them to vomit. No medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b: "adverse event or product problem" was inadvertently selected as "both" and "outcomes attributed to ae" was selected as "other" in error. The correct selection for "adverse event or product problem" should be "product problem" and no selection should be made under "outcomes attributed to ae" as reflected in this report.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
"The manufacturer received information alleging that a patient was using a ventilator which allegedly caused them to vomit." No medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.